Event description:
It was reported that during an afib procedure, error messages appeared on the carto 3 system. The system was rebooted the 2nd time with no errors were displayed. Upon connecting the ez steer thermocool sf nav catheter, all signals disappeared including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto and ep recording systems simultaneously. Disconnecting the catheter brought the signals back. The catheter and cable were replaced and all signals remained, the case continued successfully.

Manufacturer narrative:
Concomitant bwi product used during the procedure: carto 3 system model #: m-4800-01 serial #: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No.: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure error messages appeared on the carto 3 system. The system was rebooted the 2nd time, with no errors were displayed. Upon connecting the ez steer thermocool sf nav catheter, all signals disappeared, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto and ep recording systems simultaneously. Disconnecting the catheter brought the signals back. The catheter and cable were replaced and all signals remained, the case continued successfully. Upon return of the complaint catheter, electrical testing resistance and current leakage was performed and it failed these tests. The catheter presented leakage on the three distal electrodes. Further examination revealed that the catheter was corroded on the connector pins; this was contributed to the current leakage observed during analysis and may have contributed to the system error messages observed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. The device was found to have electrical leakage that contributed to the loss of signals from the catheter's electrodes. However, it remains unknown how the loss of signals from other devices occurred.